Manufacturer narrative:
Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that this device and associated lead displayed high shock impedances and pacing thresholds. A chest x-ray was performed; no issues were noted on the x-ray. A request for additional information was made. There were no adverse patient effects reported. The system remains in service.